Manufacturer narrative:
Device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was completely dead. The customer's blood glucose level was unknown. The customer also reported that he tried everything however, the insulin pump did not turn on. The insulin pump will return for analysis.